Event description:
The customer reported experiencing high blood glucose and she feels the insulin pump is not delivering insulin. Troubleshooting was performed. The programming and bolus wizard settings were correct, but the basal rates were inaccurate. The customer mentioned that she is having surgery on her hand, and does not know how long the surgery will last or if she will have to disconnect from the insulin pump. Advised the customer that the insulin pump should not be worn during x-rays, mris, or cat scans. The caller mentioned that she has a virus and usually that raises her blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.